Manufacturer narrative:
The medsun report also documents facilities internal investigation as follows "... Evaluated both devices on (B)(4) 2014 ... Inspected the components. The broken catheter end was gathered, but the exact trifuse ext set was discarded. The testing was limited to verifying that the fit is indeed tighter when the luer with the rotating collar was used. It has never happened at our facility before and the event created more work around a critical nicu pt. ".. It is not clear if this break was due to a weak luer fitting on the catheter itself or if the rotating collared set is not a good mate for this catheter. ... Trifuse extension set...rotating luer fitting ... (What rotate is the collar of the luer fitting.) .. This type of fitting has a longer than usual "male" component to the fitting that is believed to have contributed to the tightness of when the catheter and the trifuse extension set were coupled. The hospital is moving forward not using this rotating luer as the fixed luer set works fine and seems better mated for our bard catheter". Method code, other - a two years review of the complaint database for general luer attachment issues did record add'l reports. A review of those device return investigations identified mixed findings including usage/errors; no defect found; unk. There were no findings that identified/verified a contributing mfg/design related non-conformance. A review of the mfg lot build database for lot# 2771956 (mfg date 11/2013) shows (B)(4) units were manufactured, tested, inspected and released. There were no exception documents generated during the lot build. Findings: the involved devices/set-ups were not returned for analysis and verification. The exact cause(s) of the reported product experiences/issues are unk. This report and the associated info have been entered in the MFR's database for analysis and trending.

Event description:
Medsun report received concerning connection/mating issues with set-up involving b3383 6" microclave smallbore trifuse ext set and broviac 2.7f catheter. The medsun report describes the event as follows: "luer fitting on the end of the catheter broke in half. It is not known if this was due to a weakness of the fitting itself or if the trifuse extension set that was hooked up to the end of the catheter contributed to the break... The nurse interviewed stated that she had a very hard time disconnecting the trifuse set, which needed to be done. She had to twist so hard, that the plastic luer fitting broke, causing a md to have to use a catheter repair kit to re-attach a new luer fitting to the end of this catheter."